Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 7. Reference MFR reports: 1627487-2016-01447, 1627487-2016-01449, 1627487-2016-01450, 1627487-2016-01451, 1627487-2016-01452 and 1627487-2016-01453. The patient was implanted with an occipital/supra-orbital (off-label) system. It is undetermined which of the patient's leads is associated with the reported event. All possible devices are being reported. It was reported the patient complained of feeling unintended stimulation in her left temple instead of above the eye. Follow-up identified the patient had her left supra orbital lead repositioned on (B)(6) 2016. In addition, during the procedure another of the patient's leads moved out of the correct stimulation area. The physician repositioned the other lead as well. Stimulation therapy coverage was reportedly satisfactory postoperative.